Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to the prevena¿ incision management system. No further patient information was provided at the time of this report or made available in response to follow-up communication. The device has not been returned, therefore the event could not be verified. Based on information provided, it cannot be determined if the alleged event was related to the device. Prevena¿ incision management system device labeling, available in print and online states: infected wounds: as with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient¿s wound, periwound tissue and exudate for signs of infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge, or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and / or orthostatic hypotension, or erythroderma (a sunburn-like rash). Silver in the interface layer of the prevena¿ incision dressing is not intended to treat infection, but to reduce bacterial colonization in the fabric. If infection develops, prevena¿ therapy should be discontinued until the infection is treated. The prevena¿ incision management system will not be effective in addressing complications associated with the following: ¿ untreated or inadequately treated infection ¿ cellulitis of the incision area prevena¿ incision management system patient guide: warnings full canister -the canister may fill up with fluid before your therapy is done. If you see a large amount of fluid (other than blood) in the canister, turn off the therapy unit. Call your doctor right away. The therapy unit will let you known when the canister is full. If the therapy unit beeps, see the indicators and alerts section of this guide for more information. Indicators and alerts (images for each of the following indicator and alerts with applicable diagramed step by step instructions for either continuing therapy, call kci with phone number provided, or reference to warning section) -dressing pressure indicator -leak alert -canister full alert -low battery alert -system error alert -device life cycle alert prevena plus¿ incision management clinician guide: important information for users as with any prescription medical device, failure to carefully read and follow all instructions and safety information prior to use may lead to improper product performance. Warnings -canister full: if at any time while using the prevena plus¿ therapy system the canister becomes full of fluid, indicated by a therapy unit alert or visual inspection, the patient should turn off the therapy unit and contact the treating physician for additional instruction. Drape application caution: do not cover the umbilicus with drape. Before or after placement, ensure a small hole is cut in the drape in related to the umbilicus. -smooth kci drape to remove creases and seal joints ensuring an occlusive seal. Beginning therapy -assess dressing to ensure seal integrity. The dressing should have a wrinkled appearance and the foam bolter should be collapsed. -if there is any evidence of a leak, check the sensat.r.a.c.¿ pad and the dressing seals, tubing connectors, and canister connection, and ensure clamp is open. Refer to the correcting a leak condition section for more information. Duration of prevena plus¿ therapy patients should be instructed to contact their treating physician and not to turn therapy off unless: -the canister is full of fluid -system alerts must be addressed patients should be instructed to contact the treating physician if therapy unit turns off and cannot be restarted before therapy is scheduled to end, or if canister becomes full of fluid.

Event description:
It was reported that during hospitalization following a cesarean section procedure, on physician¿s orders, a prevena¿ device was placed at the surgical site on patient. It was also reported that during hospitalization, the patient acquired an infection requiring additional treatment. It was further reported that patient contends the device malfunctioned. No additional information is available. On feb 22 2018, the following information was reported to kci: on (B)(6) 2017, post-operative cesarean section day 1, the prevena¿ incision management system was placed on the patient and was in use (B)(6) 2017. During this timeframe, the prevena¿ incision management system allegedly malfunctioned and was subsequently removed by the hospital personnel. It was alleged that as a result of the use and malfunctions of the prevena¿ incision management system, the patient experienced a severe abdominal infection, necrotizing cellulitis, requiring numerous surgeries and intensive care. It was reported the prevena¿ incision management system lacked functional features and the instructions for use and warnings were inadequate. The prevena¿ incision management system also allegedly failed to seal or retain its seal properly and failed to alert. Additionally, the prevena¿ canisters allegedly filled too quickly, were difficult to remove/replace and the canister tubing had failures. No additional information is available. A device evaluation and a device history review could not be performed as the prevena¿ therapy unit, dressing and canister were not returned and the lot numbers associated with products were not provided. Prevena¿ therapy units are 100% verified during manufacturing to ensure they meet specifications prior to distribution.